Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer initially called regarding being able to be set up with carelink. Customer states he blood glucose had been high for two weeks. She states her blood glucose was 500 mg/dl which was treated with insulin pump and manual injections. Troubleshooting was performed on insulin pump and customer was advised that she would need a tubing clamp, which she did not have, in order to complete troubleshooting. No further information provided.